Manufacturer narrative:
Product complaint #: (B)(4). Additional evaluation summary: retain samples of the incident code and lot number were retrieved for analysis. These packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. These packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation but no deviation was observed. Sterilization run record was reviewed and found to be as per requirements. Finished goods record was reviewed for fg release parameters like diameter, tensile strength value, needle pull-off value and extractable color at release and was found to meet the specification. From the analysis it is evident that there was no issue related to the suture quality and processing of this incident lot. Tensile strength testing was performed. All the individual tensile strength values for retain samples were found meeting usp average specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported a patient underwent an unknown plastic surgery on (B)(6) 2019 and suture was used. The suture broke during use. No reported patient consequences.